Event description:
The endo gia unit was inserted into trocar sheath and fixated on tissue. The clamping mechanism engaged, the safety release. The physician then fired the mechanism. At that point the clamping handle broke loose. The unit had not clamped securely into the tissue, so was removed. A second endo gia provided, functioned properly. No injury to patientdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.